Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) an automatic filling error occurred. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the volume cylinder. After replacement, there was no problem in the continuous drive test. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.